Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effects of occlusion and death, as listed in the graftmaster rx coronary stent graft system instructions for use, are known patient effects that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined; however, the subsequent treatments appear to appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the patient presented with multiple coronary vessel disease and a totally occluded left anterior descending (lad) coronary artery. Dilatation was performed and an unspecified drug eluting stent was placed. Post implantation, a perforation occurred, successfully covered with the graftmaster stent. Following, a total occlusion was noted distal from the implanted graftmaster stent. Reportedly, this occlusion could have been there before the graftmaster was implanted although this could not be confirmed. As treatment, balloon angioplasty was performed and another stent was implanted, distal to the graftmaster stent. Some blood flow was noted following; however, the patient went into cardiopulmonary arrest. Advanced cardio-life support was performed. CPR and medications were provided and the patient was intubated; however, the patient expired that same day while in the procedure room. No additional information was provided regarding this issue.